Event description:
It was reported that prior to a percutaneous coronary heart replacement procedure, pre-close placement of the sutures was achieved in the common femoral artery using perclose proglide devices. Reportedly, after successful placement of the first proglide suture through a 6f sheath an attempt was made to place the second proglide sutures, but when the needle plunger was removed, no suture was attached to the second proglide needles. The second device was removed over a guide wire and a third proglide suture was deployed. The access site was dilated to 11f to match the outer diameter of the delivery catheter. After conclusion of the percutaneous coronary heart valve replacement procedure, during knot advancement of the first proglide, the suture broke. The first proglide suture was removed, the suture from the third device and manual arterial compression were used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for needle deflection that resulted in the needle-to-cuff miss included, but not limited to, operator deployment techniques, challenging anatomical conditions, and manufacturing deficiencies. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, a change in angle or torque of the device during use, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. However, there was no information provided regarding the deployment technique of the operator. Patient anatomical conditions can affect the needle trajectory as it travels through tissue. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected by these tissues. The amount of deflection will depend on the severity of the anatomical conditions. The patient in this incident reportedly has peripheral vascular disease. No other anatomical conditions were reported. The complaint information reported that a femoral angiogram did not reveal any presence of calcified plaque or tortuosity at the access site. Additionally, there was no scarring noted at the groin/access site. During manufacturing, the needle trajectory of every device is verified twice. Based on the investigation of the reported information and the inspection criteria, the reported needle-to-cuff miss and associated patient effect of continued bleeding requiring an additional proglide device and manual arterial compression to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.